Event description:
It was reported that pump displayed malfunction code and fault ID with no notable events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, received instructions and assistance to reset pump, confirmed malfunction code did not recur after reset, and was advised to continue using pump and call back if any malfunction code recurred, which customer acknowledged and understood.